Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly and passed the displacement and self test. All operating currents were within specification. However, moisture damage was noted on the electronic and motor assembly. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that customer's insulin pump had moisture under the display. The device was not exposed to water. No other details were provided. Nothing further reported.